Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: 3037 neuro programmer, implanted: (B)(6) 2007; 3889-28 urinary lead, implanted: (B)(6) 2012; 3058 urinary ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient developed an infection which was related to the valves. The patient was hospitalized and on a ventilator. The device and lead were removed. No further patient complications have been reported as a result of this event.